Event description:
It was reported that three days post implant, the right atrial and right ventricular leads were dislodged. The leads were repositioned and remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant products: 5086mri implantable pacing lead (B)(6) 2013. (B)(4).